Event description:
It was reported that the patient did not feel well and atrial lead dislodgement was observed. The lead was capped on (B)(6) 2013 and explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found clavicular crush damage at 27.0 cm from the connector pin which exposed the outer coil.